Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery due to fracture. The implanted stem, reversed tray and insert were removed. Baseplate and glenosphere remained from previous surgery. No further patient complications have been reported for this patient.